Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-70. Serial number: (B)(6). Batch/lot number: 7070123. Model/catalog description: coveredge x 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: batch/lot number: 27445882. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent spinal cord stimulation (scs) explant procedure.